Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: the device was returned for evaluation. Hematoma : clinical details note that hematoma began at 5.5 site of a combative patient. The hematoma was resolved after holding manual pressure for 15 minutes after the patient was restrained. Pump was returned and evaluated. No abnormalities were observed. The cause of the hematoma was use related as clinical details note that the patient was combative. Device history review: the pump passed all the post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella 5.5 experienced a hematoma at the access site. Manual pressure was held to resolve the issue.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of the investigation, a supplemental report will be filed.